Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during drain 3 of 4 was not confirmed due to a lack of sample. Based on the information obtained during baxter's investigation, this incident was determined to be due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The lot number was not provided; therefore a batch review cannot be conducted. A labeling review found the homechoice user's manual to be adequate for the use/user error identified in this incident. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center to report a system error (se) 2240 in drain 3 of 4. The technical service representative (tsr) had the home patient (hp) close all clamps and transfer set then cycle power off/on and a se 2367 alarmed. The tsr had the hp cycle power again and the hc was at press go to start. The hp was not connected which caused the se 2240 alarm. The tsr explained to discard all of the supplies and report the alarms to the peritoneal dialysis nurse the next morning. The hp was able to complete this night's therapy. There was no patient injury or medical intervention indicated at the time of the initial report.